Event description:
Description of event according to complainant: filter was placed 10 months ago at a different facility (B)(6) by a different physician that retrieved the filter. Pt was getting filter retrieved due to no longer needing the filter. During removal of filter, two of the secondary legs fractured off. The physician believes that one of the legs was already fractured before retrieval of filter and one possibly fractured off during retrieval. On of the leg was left inside pt's body in the left lung the pt was released from the hosp. Pt outcome: one leg of the filter remained inside the pt's body. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Model#: igtcfs-65-1-fem-celect. Investigation is still in progress.